Event description:
Boston scientific crm received information that this right ventricular (rv) lead was explanted due to an increase in threshold measurements over the last year. The thresholds were 4.0 v @ 1.0 ms. It was also noted that the rv sensing dropped to 3.2 mv. The lead was explanted and replaced with a new rv lead. No adverse patient effects were reported. All dates were provided by boston scientific.